Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2017-101883.

Event description:
A customer reported that the system stopped during surgery. The case was completed without any patient impact. Additional information has been requested but not received.

Manufacturer narrative:
The customer reported that the system shut down during surgery. The case was completed without any patient impact. Additional information was requested but not received. The company service representative examined the system and was not able to replicate the reported event. The system was then tested and met all product specifications. The system was manufactured on february 24, 2017. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A completed questionnaire was received. During the phacoemulsification portion of a cataract extraction with intraocular lens implant procedure the system stopped. A system message was displayed instructing the staff to turn off the system. The procedure was completed on the same day as planned. No additional treatment was required.